Manufacturer narrative:
This is one of eight manufacturer reports being submitted for this case. The date of the events is unknown. According to the article all implants were completed between may 2014 to may 2019. For this reason, the first day of the range was used as the occurrence date. Investigation is ongoing. Reference article:dritan useini, md, markus schlomicher, md, assem aweimer, peter haldenwang, md phd, justus strauch, md phd, and polykarpos c. Patsalis, md. ''Long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis''. Gerontology & geriatric medicine (2022).

Event description:
As reported from our affiliates in (B)(6), per article, ''long-term outcomes after transfemoral-transcatheter aortic valve implantation in very old patients using the balloon-expandable bioprosthesis'', single-center retrospective study was conducted to evaluate age-related early and long-term clinical outcomes after tf-tavi using the edwards sapien 3 valve. Data from 103 consecutive patients with symptomatic aortic valve stenosis undergoing tf-tavi between may 2014 and may 2019 were analyzed. The following events were identified: one valve, dislocated in the ascending aorta, was successfully retracted into the descending aorta and a second thv was subsequently implanted. This patient was discharged and has sustained clinical improvement up to his current 3-year follow-up.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-05334, 2015691-2022-05349, 2015691-2022-05342, 2015691-2022-05345, 2015691-2022-05346, 2015691-2022-05347, 2015691-2022-05339. The complaint was confirmed based on article provided. Due to unavailable of valve serial number, manufacturing nonconformances were unable to be determined. However, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment as reported, ''one valve, dislocated in the ascending aorta, was successfully retracted into the descending aorta and a second thv was subsequently implanted''. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.